Manufacturer narrative:
A ge service representative performed an onsite investigation. The ps1 power supply was evaluated and replaced. The system was tested and found to be working as intended and returned to service

Event description:
The customer reported that the system would not boot up. There is no report of death or serious injury.